Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary veins isolation to treat atrial fibrillation. During the procedure once the access was gain at left atrium and dilator was removed from the sheath. Air was noted at the hemostatic valve and when aspirate air also noted in the syringe. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary veins isolation to treat atrial fibrillation. During the procedure once the access was gain at left atrium and dilator was removed from the sheath. Air was noted at the hemostatic valve and when aspirate air also also noted in the syringe. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication were reported. The device has been returned for analysis. It was further reported that no abnormalities was noted during preparation of the sheath, no leakage of blood nor any air in patient was noted. Pressure bag irrigation method was with a 300 mmhg flow rate.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Manufacturer narrative:
Additional information added to b5: describe event or problem check spelling maximize the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary veins isolation to treat atrial fibrillation. During the procedure once the access was gain at left atrium and dilator was removed from the sheath. Air was noted at the hemostatic valve and when aspirate air also noted in the syringe. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that no abnormalities was noted during preparation of the sheath, no leakage of blood nor any air in patient was noted. Pressure bag irrigation method was with a 300 mmhg flow rate.